Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: two electronic photos were received and reviewed by bpv field assurance engineer. The first photo shows a monopty biopsy needle inside it's packaging lying over a surface covered with brown paper towels. The device and clear packaging are visible. The labeling is not visible. The packaging is noted as unsealed as a portion of the label is pulled back and under the package. The needle is clean. The stylet and cannula are in their initial positions (not retracted). A needle tip protector and yellow guard are in place on the device. No anomalies were noted on the needle. Red color marker appears to be used on the plastic packaging denoting an area of interest. A clear view of the area cannot be seen due to photo lighting. The second photo shows a close up of the device in it's plastic packaging and the red color highlighted area of interest. A brown fiber clump/material can be noted inside the plastic packaging. A clear identification of what the fiber material is could not be determined. Based on the photo review, foreign material inside the packaging can be confirmed. Conclusion: although the sample was not returned for evaluation, two electronic photos were provided for review. Based on the photo review, foreign material can be confirmed. A brown fiber material is noted internal to the package proximal to the side trigger. Per the evaluation results, one electronic photo shows an open device seal. It is unknown if device handling after the seal was opened contributed to the observed foreign material. It should be noted that all maxcore devices are 100% inspected for any foreign matter or defects during packaging. Therefore, it is unlikely that the root cause is manufacturing related. However, based on the available information, a definitive root cause for the reported issue could not be determined. Labeling review the current instructions for use (IFU) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to the procedure, a foreign material was found in the sterilized package. There was no reported patient contact.